Event description:
This is 2 of 3 reports for complaint report number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Event description:
Consultant reported: pt status post l1 burst fracture was treated with matrix construct t9 to l5, discectomy at l4 with t-pal spacer, vcr at l1 in (B)(6) 2011. It was noted at this time, the pt had poor bone quality. The pt was discovered to have kyphosed at l5, the l4-5 spacer shifted and two pedicle screws pulled out of the bone at l5. Surgeon scheduled a two day, staged, revision. Phase 1: pt returned to operating room on (B)(6) 2012, surgeon removed the l4-5 t-pal spacer and revised to a synfix at l5-s1. Phase two: pt returned to operating room on (B)(6) 2012 surgeon removed and replaced two pedicle screws and extended the construct s1 to ilium. Surgeon noted this was not a device or hardware failure and attributed the issue entirely to the pt's bone quality. Follow up visit with surgeon on (B)(6) 2012 pt was reportedly doing fine. This is 2 of 3 reports for this event.

Manufacturer narrative:
Additional explanted dates: phase 2: (B)(6) 2012. Without a lot number, the device history records review could not be completed. The investigation could not be completed. No conclusion could be drawn, as no product was received.